Manufacturer narrative:
Calibration is performed every 8 hours. Qc history reviewed around the time of the event showed some issues however, customer continued to run samples. A field service engineer (fse) was dispatched and upon inspection determined the root cause to be gel from the primary tube gel separator tubes found in the sample probe wash collar creating a short sample event. The customer has been educated in the past about preanalytical sample tube issues that can affect the instrument sample handling system.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding seven glucose (glu) results generated by the unicel dxc 800 pro synchron clinical system that were low when run either in duplicate mode or compared to an alternate instrument. There was no affect to patient treatment with regard to this event.